Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of a foreign patient on (B)(6) 2016, to report that a patient experienced a possible missing sensor wire on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire. No additional event or patient information is available.